Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a device failure during an ongoing niv ventilation of the patient. The device generated a "technical alarm" message, but ventilation of the patient was no longer possible. The affected device was immediately replaced by the staff on site. There was no patient injury.

Event description:
It was reported that there was a device failure during an ongoing niv ventilation of the patient. The device generated a "technical alarm" message, but ventilation of the patient was no longer possible. The affected device was immediately replaced by the staff on site. There was no patient injury.

Manufacturer narrative:
The affected device was tested in the repair shop at the manufacturer¿s site and the log file was analyzed. The log file shows that the device detected a technical error on (B)(6) 2021 at 7.40 p.m., which indicates a mechanical or electrical failure of the hpo (high pressure oxygen) unit. Based on this, the device was repaired by replacing the circuit board hpo. The device reacted as specified and alarmed the malfunction optically and acoustically. In response to the malfunction, the oxygen dosage is switched off and ventilation is continued using ambient air. Based on the log file entries, it cannot be confirmed that ventilation was no longer possible as reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the final investigation result this case is no longer considered to be reportable according to the medical device regulation (MDR 2017/745).